Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy schedule/I did the same thing') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy schedule). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hysterectomy schedule/I did the same thing/ it was worst pain') in a female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "device monitoring error". The patient's medical history included multigravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy schedule). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): event medical device removal pt was updated to pelvic pain and ablation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hysterectomy schedule/I did the same thing/ it was worst pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device monitoring error". The patient's medical history included multigravida. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("constant boils/ acne on my chin") and coeliac disease ("celiac/ try to stay away from sugar"). The patient was treated with surgery (hysterectomy schedule). Essure was removed. At the time of the report, the pelvic pain, acne and coeliac disease outcome was unknown. The reporter considered acne, coeliac disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. Reporter added. Patient age and date of essure implantation added. Events added: acne and coeliac disease. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy schedule/I did the same thing') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy schedule). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.